Event description:
The customer reported via phone call that she got button error alarm and keypad anomaly on the insulin pump. Customer's blood glucose was 238 mg/dl. The customer stated that he was entering food and numbers started to scroll and took out battery and when put it back in got button error. Customer was advised to discontinue use of the device and revert to a back up plan. Th customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The insulin pump was received with minor scratches on display window, cracked case on the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.